Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned for inspection, and a root cause could not be identified. It has been over 17 years since the subject device was manufactured, therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The following are the troubleshooting steps from the service manual when the lamp lighting does not turn on. (See manual of services, page 4-4). ·if the lamp doesn't light up for a moment, check the lamp installation. ·check the area around the lamp house if there is a click and the lamp does not light up for a moment or flash. ·if the lamp doesn't light up momentarily and flash, replace the lamp with a new one if the lamp is not new. ·if the lamp doesn't light up momentarily and flash, replace sw-reg if the lamp is new. ·if the lamp does not light up continuously even after replacing the lamp with a new one, replace upvs40cp00. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that during preparation for an otolaryngoscopy procedure, his olympus visera xenon light source¿s lamp would not light up. According to the initial reporter, the intended procedure was completed using another device without any harm to the patient.